Event description:
As reported: the sales rep was called in for a crt-d replacement procedure. The lv lead was exhibiting high lv threshold and very variable lv impedances. During the replacement of the crt-d, an insulation defect was seen. The lead was proximally cut off and the remaining part of the epicardial lv lead was capped. The patient was stable after the procedure.

Manufacturer narrative:
A partial lead was returned for product analysis. Visual inspection of the lead showed that the inner tubing has been pulled out, the outer coil has been broken off at the edge of the crimp ring joint, and the large seal boot on the outside was torn in half. The cause of the lead damage was a nick/puncture on the outer seal boot located over the joint between the lead and the is-1 connector. The puncture of the outer boot likely occurred prior to the replacement procedure, possibly at implant, which resulted in a crack propagation that led to the lead insulation and coil damage. It is impossible to determine the exact source of the puncture to the outer boot. No corrective action will be taken at this time. The event in this report is the 1st occurrence for myodex leads with a confirmed fracture due to a nick/puncture on the outer seal boot in at least the last 3 years, resulting in an occurrence rate of (B)(4)%. The risk analysis results are within the acceptable region. All records indicate the device met specification prior to leaving greatbatch medical.